Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing that is typical for external impact to the housing. Even though no such causal event, like an accident, is mentioned in the recipient report. Furthermore, it appears that the device is in an early stage of failure because of the observed damage: over a certain period of time humidity may impinge on the electronics, finally leading to complete failure of the circuitry. The investigation results appear to match the problems mentioned in the recipient report. Additionally, the pain symptom was reportedly present regardless of use of external device, thus it might have been contributed by a device unrelated condition, e.g. After external impact. This is a combined initial and final report.

Event description:
The recipient reported some uncomfortable feelings which could not be specified, for example light pain and strange hearing with the device. The pain was present regardless the use of the device. The user has been re-implanted in (B)(6) 2019. After re-implantation the user is doing fine with the new device and the pain is gone.